Event description:
The pt's mother reported that her daughter had to go to the emergency room for diabetes-related reasons. She did not provide any further information regarding the emergency room visit or her daughter's treatment. Attempts were made to contact the pt's mother to provide additional information. Messages were left, but she did not return the calls.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported emergency room visit. No product lot number was reported therefore no qualification records were reviewed.